Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub while injecting cortisone into the shoulder joint. The following information was provided by the initial reporter: "the bd needle he was using for a shoulder joint injection detached from the needle hub during administration of cortisone." "Needle became detached from needle hub while providing shoulder injection by physician."

Manufacturer narrative:
H6: investigation summary seven photos of a safetyglide 22 x 1 ½ inch needle (p/n 305900) batch 1176150 were received and evaluated. The pictures show the cannula separated from the hub with a small dot of clear glue-like substance on the cannula near where the cannula should be attached to the hub. The condition observed is non-conforming per product specifications. Potential root cause for cannula pulled out defect is associated with the needle supplier¿s manufacturing process. The photos were forwarded to the needle supplier for further evaluation and investigation. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Potential root cause for cannula pulled out defect is associated with assembly line. A jam may have occurred at the cannulator inducing the insufficient epoxy applied to the needle and not detected in the next processes. Verification of the cannulator was performed. The settings were correct and the flow of products was good. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub while injecting cortisone into the shoulder joint. The following information was provided by the initial reporter: "the bd needle he was using for a shoulder joint injection detached from the needle hub during administration of cortisone." "Needle became detached from needle hub while providing shoulder injection by physician."